Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Event description:
Customer reported that on (B)(6), 2014 his adc blood glucose meter would not turn on. Customer further reported he "was not feeling well, was shaking and had blurred eyes". Customer asked his nephew to transport him to a local healthcare facility. Customer was not able to report what diagnosis he received, but noted he was given an insulin injection and metformin pills. Customer indicated these were not new medications. There was no report of death or permanent injury associated with this event.